Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed as the product was not available for return. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints was received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iol was explanted from patient's right eye in a secondary surgical procedure because of decreased visual acuity and residual astigmatism. Additional information was received stating that there was no vitrectomy and no sutures required. The procedure was completed successfully using a back up lens of the same model, but higher diopter (18.5). The patient was doing fine at the time of discharge. Patient/user outcome: visual acuity pre-op (pre-initial implant): 20/100. Visual acuity post-op (post-initial implant): 20/50. Visual acuity post-op (post-replacement): 20/25. No other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.